Event description:
Third degree burn, burn through all layers of skin in a line of circles approx 1.5 - 2 cm. [Burns third degree]. Case description: a rep from a reg authority reported that a physician reported a consumer used thermacare heatwraps, version unk, to treat "low back pain" and developed third degree burn, burn through all layers of skin in a line of circles approx 1.5 - 2cm beginning in 2008. A physician was visited. The case outcome was recovered. The consumer discontinued use of the prod. Past medical history included: allergy - unk, medical history - unk. No further info was provided.

Manufacturer narrative:
The prod and/or batch lot info was not provided. Therefore, unable to proceed with device eval.